Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperatively that the pacing lead screw could no be spun out. A second pacing lead was used which reported a "deformed" lead tip due to long-term operation. The pacing lead was replaced. No patient complications have been reported as a result of this event.